Manufacturer narrative:
With guidance from the MDR policy branch of the FDA, MDR reported by stryker (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of assets from (B)(4). The reported device was manufactured and distributed by (B)(4), howmedica osteonics corp.¿s purchased certain assets of s(B)(4) on august 1, 2014.  Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The device is not available to stryker.

Event description:
Handle pin on aiming arm broke during case, screws are becoming displaced in tray - technique issue, surgeon was striking the aiming arm with a mallet as it was connected to the nail for replacement.